Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that an unexpected error while the user trying to login to the health sight viewer or patient encounter system. A technical support specialist dialed into the server for investigation and identified extract transform load (etl) job failures with associated errors, applied corrective actions per knowledge article (ka) - etl failing to run login failed for user and knowledge article (ka) - etl error- the acquireconnection method call to the connection manager "reportserver" failed, then restarted the extract transform load (etl) job, which completed successfully, noted that the health sight viewer (hsv) application was displaying an unexpected error message, so recycled the internet information services (iis) application pool and restarted the website on both the application server and the report server, confirmed that the health sight viewer (hsv) application launched successfully and user login was functional, observed that health sight viewer (hsv) indicated 561 devices not communicating and flagged under critical override status; updated the data synchronization service startup type to automatic and restarted the service. Verified that data publishing resumed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server unexpected error occurred during login to the healthsight viewer (hsv). The extract transform load (etl) process was not current, and 13 devices were in critical override status. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.